Event description:
It was reported that approx 4 or 5 days after 2-level plif with infuse bone graft contained in a device in the disc area, patient had swelling and developed a large sub-q fluid collection of hemoserous material. Pt originally had a deep and superficial drain placed. Initially, fluid was aspirated but patient had temperature spike and had reoperation to drain fluid. Labs showed normal wbc. Patient presented with back pain. Drain had been left in until 4 days post op. So doctor was worried about infection at time of return to or. Cell count and culture results were not received. After area drained, episode subsided, no recurrence of fluid and pt is doing fine. CT scan or MRI was undertaken and showed fluid collection. It is unknown if the infuse bone graft contributed to the reported event.